Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of occlusion in blood tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2477-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was occluded the following information was received by the initial reporter with the following verbatim. ¿from what I understand, the blood was primed with the blood tubing. When the transfusion was started, the pump began beeping off as occluded. The nurse disconnected the blood and primed the tubing through with saline; no issue. The blood tubing was then primed through again with blood, and it continued to beep off as occluded. It ended up being sent back to transfusion services and they thought it wasn't the tubing or the blood, but rather the pump channel. That's the last update I heard as of a few minutes ago.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.